Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving a drain complication encountered. Please check patient line (pl) and drain line (dl) message during treatment. Fluid was not discovered in the pump module area or on the external of the cassette. About a cup of fluid was dripping out of the cassette after being removed from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to reset up with all new supplies for next treatment on cycler. It was reported that an alternate treatment option was available. Upon follow up, the patient contact could not confirm the phase that the leak occurred, however fluid was also found inside the cycler door when removing the cassette after treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving a drain complication encountered. Please check patient line (pl) and drain line (dl) message during treatment. Fluid was not discovered in the pump module area or on the external of the cassette. About a cup of fluid was dripping out of the cassette after being removed from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to reset up with all new supplies for next treatment on cycler. It was reported that an alternate treatment option was available. Upon follow up, the patient contact could not confirm the phase that the leak occurred, however fluid was also found inside the cycler door when removing the cassette after treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.